Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the alleged issue. When the unit was bumped the image went blank or became distorted. The cable connections were checked to the user interface and were found to be secure. The fse replaced the user interface and the issue was resolved.

Event description:
The customer reported the unit display was blank and flashes when the unit is moved. There was no patient involvement. The event date was not specified; estimate used.